Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: (B)(4). On 26-aug-2015. The most recent information was received on 27-aug-2018. This prospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforated essure coils"), pelvic pain ("pain, chronic pelvic pain / pain") and pregnancy with contraceptive device ("expecting third child (pregnant)/unwanted pregnancy") in an adult female patient (gravida 3, para 3) who had essure (batch no. B30425) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion (left tube occluded) the right tube did not close / device ineffective". The patient's past medical history included multigravida, gestational diabetes (gestational diabetes and shoulder dystocia with second child; gestational diabetes with third child.), gestational diabetes and shoulder dystocia. Concurrent conditions included amenorrhea. Concomitant products included oral contraceptive nos from 2001 to 2010 for contraception as well as prenatal vitamins from 2010 to 2013. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain ever since I received the coils") and menorrhagia ("excessive and abnormal bleeding during menstruation, abnormal bleeding (menorrhagia) / menorrhagia"). On (B)(6) 2013, the patient had essure inserted. In january 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal) / abnormal bleeding (vaginal)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total abdominal hysterectomy), surgery (total hysterectomy and bilateral salpingectomy) and surgery (primary c-section with bilateral tubal ligation). Essure was removed on (B)(6) 2016. In november 2016, the abdominal pain had resolved. At the time of the report, the perforation, pelvic pain, pregnancy with contraceptive device, menorrhagia and vaginal haemorrhage outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on 16-oct-2015. The reporter provided no causality assessment for perforation with essure. The reporter considered abdominal pain, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 27-nov-2013: unilateral occlusion (left tube occluded) ultrasound scan vagina - on 2-mar-2015: 6-week 4 day live intrauterine gestation. On 27-nov-2013 : hysterosalpingogram (hsg) showed unilateral occlusion (left tube occluded) and the right tube did not close and need a tubal ligation. On 18-nov-2016, surgical pathology report specimen: uterus, cervix and fallopian tubes. Each fallopian tube has a metallic coil consistent with previous sterilization efforts. Final diagnosis included cervix microglandular hyperplasia, squamous metaplasia, chronic inflammation. Endometrium benign. Secretory endometrium. Myometrium focal superficial adenomyosis. Left fallopian tube ¿ no significant histopathologic change, metallic coil in place. Right fallopian tube ¿ paratubal cyst, metallic coil in place. On 16-mar-2015, ultrasound showed yolk sac appears normal. Fetal heartbeat visualized. Subchorionic bleed measuring 2 x 0.3 x 1 cm. Single iup. Few small cysts seen on both ovaries. Bilateral essure devices identified. Simple cyst identified medial to left ovary measuring 1 x 0.9 x 0.9 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: pelvic pain, abdominal pain, pregnancy with contraceptive device. And the following event was described: perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0861) on 26-aug-2015. The most recent information was received on 01-mar-2018. This prospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforated essure coils"), pelvic pain ("pain, chronic pelvic pain") and pregnancy with contraceptive device ("expecting third child (pregnant)/unwanted pregnancy") in an adult female patient (gravida 3, para 3) who had essure (batch no. B30425) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion (left tube occluded) the right tube did not close / device ineffective". The patient's past medical history included multigravida and gestational diabetes (gestational diabetes and shoulder dystocia with second child; gestational diabetes with third child.). Concurrent conditions included amenorrhea. Concomitant products included oral contraceptive nos from 2001 to 2010 for contraception as well as prenatal vitamins from 2010 to 2013. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain ever since I received the coils") and menorrhagia ("excessive and abnormal bleeding during menstruation, abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (total abdominal hysterectomy), surgery (total hysterectomy and bilateral salpingectomy) and surgery (primary c-section with bilateral tubal ligation). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the abdominal pain had resolved. At the time of the report, the perforation, pelvic pain, pregnancy with contraceptive device, menorrhagia and vaginal haemorrhage outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2015. The reporter provided no causality assessment for perforation with essure. The reporter considered abdominal pain, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (left tube occluded) ultrasound scan vagina - on (B)(6) 2015: 6-week 4 day live intrauterine gestation. On (B)(6) 2013 : hysterosalpingogram (hsg) showed unilateral occlusion (left tube occluded) and the right tube did not close and need a tubal ligation. On (B)(6) 2016, surgical pathology report specimen: uterus, cervix and fallopian tubes. Each fallopian tube has a metallic coil consistent with previous sterilization efforts. Final diagnosis included cervix microglandular hyperplasia, squamous metaplasia, chronic inflammation. Endometrium benign. Secretory endometrium. Myometrium focal superficial adenomyosis. Left fallopian tube ¿ no significant histopathologic change, metallic coil in place. Right fallopian tube ¿ paratubal cyst, metallic coil in place. On (B)(6) 2015, ultrasound showed yolk sac appears normal. Fetal heartbeat visualized. Subchorionic bleed measuring 2 x 0.3 x 1 cm. Single iup. Few small cysts seen on both ovaries. Bilateral essure devices identified. Simple cyst identified medial to left ovary measuring 1 x 0.9 x 0.9 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: pelvic pain, abdominal pain, pregnancy with contraceptive device. And the following event was described: perforation. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical records received. Pregnancy outcome was updated as live birth, viable male delivered by normal low transverse c-section with bilateral tubal ligation. Onset of pregnancy updated as (B)(6) 2015. Event added per mr: perforated essure coils. Labdata were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0861) on 26-aug-2015. The most recent information was received on 28-feb-2018. This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, chronic pelvic pain") and pregnancy with contraceptive device ("expecting third child (pregnant)/unwanted pregnancy") in an adult female patient (gravida 3, para 3) who had essure (batch no. B30425) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion (left tube occluded) the right tube did not close / device ineffective". The patient's past medical history included multigravida and gestational diabetes (gestational diabetes and shoulder dystocia with second child; gestational diabetes with third child.). Concomitant products included oral contraceptive nos from 2001 to 2010 for contraception as well as prenatal vitamins from 2010 to 2013. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain ever since I received the coils") and menorrhagia ("excessive and abnormal bleeding during menstruation, abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the abdominal pain had resolved. At the time of the report, the pelvic pain, pregnancy with contraceptive device, menorrhagia and vaginal haemorrhage outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2013 : hysterosalpingogram (hsg). Result- unilateral occlusion (left tube occluded) and the right tube did not close and need a tubal ligation. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet : unilateral occlusion (left tube occluded) the right tube did not close and abnormal bleeding (vaginal menorrhagia) added as events. The reporter, patient and product information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0861) on 26-aug-2015. The most recent information was received on 18-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated essure coils'), pelvic pain ('pain, chronic pelvic pain / pain') and pregnancy with contraceptive device ('expecting third child (pregnant)/unwanted pregnancy') in an adult female patient who had essure (batch no. B30425) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion (left tube occluded) the right tube did not close / device ineffective". The patient's medical history included multigravida, gestational diabetes (gestational diabetes and shoulder dystocia with second child; gestational diabetes with third child.), gestational diabetes and shoulder dystocia. Concurrent conditions included amenorrhea. Concomitant products included oral contraceptive nos from 2001 to 2010 for contraception as well as minerals nos;vitamins nos (prenatal vitamins) from 2010 to 2013. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced abdominal pain ("severe abdominal pain ever since I received the coils"). In september 2013, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation, abnormal bleeding (menorrhagia) / menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal) / abnormal bleeding (vaginal)"). In december 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In january 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy, primary c-section with bilateral tubal ligation and total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. In november 2016, the abdominal pain had resolved. At the time of the report, the uterine perforation and pregnancy with contraceptive device outcome was unknown and the pelvic pain, menorrhagia and vaginal haemorrhage had resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2015. The reporter provided no causality assessment for uterine perforation with essure. The reporter considered abdominal pain, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: unilateral occlusion (left tube occluded). Ultrasound scan vagina - on (B)(6) 2015: results: 6-week 4 day live intrauterine gestation. Diagnostic results: on (B)(6) 2013 : hysterosalpingogram (hsg) showed unilateral occlusion (left tube occluded) and the right tube did not close and need a tubal ligation. On 18-nov-2016, surgical pathology report specimen: uterus, cervix and fallopian tubes. Each fallopian tube has a metallic coil consistent with previous sterilization efforts. Final diagnosis included cervix microglandular hyperplasia, squamous metaplasia, chronic inflammation. Endometrium benign. Secretory endometrium. Myometrium focal superficial adenomyosis. Left fallopian tube ¿ no significant histopathologic change, metallic coil in place. Right fallopian tube ¿ paratubal cyst, metallic coil in place. On (B)(6) 2015, ultrasound showed yolk sac appears normal. Fetal heartbeat visualized. Subchorionic bleed measuring 2 x 0.3 x 1 cm. Single iup. Few small cysts seen on both ovaries. Bilateral essure devices identified. Simple cyst identified medial to left ovary measuring 1 x 0.9 x 0.9 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: pelvic pain, abdominal pain, pregnancy with contraceptive device. And the following event was described: perforation. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority, consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received. Reporter information were added. Onset of the event and outcome of the event : pain and abnormal bleeding were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# (B)(6), awareness date 26-aug-2015). It refers to a female consumer of unspecified age in united states who had essure inserted (fallopian tube occlusion insert) in (B)(6) 2013. This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and pregnancy with contraceptive device ("expecting third child (pregnant)/unwanted pregnancy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida. On (B)(6) 2013, the patient had essure inserted for permanent contraception. On an unknown date, in 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain ever since I received the coils") and menorrhagia ("excessive and abnormal bleeding during menstruation"). In 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abdominal pain and menorrhagia outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result not available. Quality-safety evaluation of ptc: final assessment. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) or the lack of efficacy event and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 13-jul-2017: lawyer was added as reporter. On (B)(6) 2013, plaintiff underwent essure procedure. Post insertion she reported that she was experiencing abnormal bleeding during menstruation and chronic pelvic pain. Events outcome was unknown. On (B)(6) 2017, she underwent total hysterectomy and bilateral salpingectomy. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.